Event description:
Boston scientific crm received info from a pt info verification form filled out by the pt's spouse. The form stated, the pt passed away three days later and alleged concern with device involvement. The boston scientific field rep was notified, contacted the physician, and was told cause of death was unk, however, there were no allegations against any of the pt's implanted products.

Manufacturer narrative:
It is unk if the lead was removed post mortem. Should add'l info become available, or should this lead get returned, this event would be updated.